Event description:
During surgery, it was reported that the surgeon was placing the screw at an upward angle, when a piece of the distal tip broke off. The piece was suctioned out of the pt and verified with an x-ray. A single barrel guide was used to complete the surgery, adding 10 additional mins.

Manufacturer narrative:
Device history record was reviewed and dimensional analysis of the returned part. Review of device history records indicate the device was mfg to specification. The remaining part of the distal tip was within dimensional specification. The broken end (distal tip) of the device was not returned for eval.